Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had multiple insulin pump error alarms. The customer blood glucose level was 401 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined to high blood glucose. It was unknown if customer used auto mode feature at the time of event. Customer was able to clear the alarm. Customer stated that they did self-test and test was passed. The insulin pump will not be returned for analysis.